Event description:
Per email from (B)(6) practice liaison: "per (B)(6) rn: dr (B)(6) brought to my attention that there is a problem with the heploc caps. They unscrew off the PICC line". No further information available. Reported to (B)(6) by pt/caregiver.